Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Customer stated that change reservoir and alarm showed up she began running high blood glucose from 200mg/dl to 300mg/dl. Customer reported that high blood glucose was treated with bolus. Customer declined troubleshooting for high blood glucose. Customer started running high then went to grocery store and she was blacked out. Customer stated that was not able to physically navigate the keypad of the pump and read the screen. Insulin pump will not be returned for analysis.